Manufacturer narrative:
Investigation - evaluation a review of the instructions for use (IFU) and quality control was conducted during the investigation. The instructions for use (IFU) included with this device were reviewed and found that it provides the proper warnings, precautions, and instructions for use. The complaint device was not returned; therefore, no physical examinations could be performed; however, a review of relevant manufacturing documents was conducted. The device is shipped directly from the manufacturer but is checked for proper device function at installation and at every maintenance. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The lot number of the device is not known; accordingly, a review of additional complaints could not be conducted. The laser unit was not returned. Additional information was requested but not provided. The biomedical technician at the site indicated that the unit performed normally following the event and the report could not be duplicated. Based on that there are no high voltage parts in the area, the normal performance of the unit, and the indication that the nurse was laughing while reporting the shock to the complainant, it is likely that the event was very mild and likely related to static electricity and not a device issue. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information that was received that was not reported on the initial report: the customer contact person reported that "a nurse told me she was ¿shocked¿ while connecting the fiber to the laser. She was laughing while telling me this. I was not in the room when this supposedly happened and, to my knowledge, no incident report was filed. Unfortunately, due to not reporting this ¿incident¿ I don¿t have any information about it". Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, last week one of the nurses went to plug in laser and received a shock. As reported after that happened biomed could not get the laser to recreate the issue. Preventive maintenance was performed on the machine after the incident and it checked out just fine. They are currently using the laser and its working just fine. The nurse that received the shock had no injuries and was just fine. Additional patient and event details have been requested but have not been provided at the time of this report.